Event description:
A journal article was reviewed which contained information regarding this device and lead. Multiple patients and multiple adverse events were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. The article included the following adverse events: pneumothorax, pocket hematoma, sinus coronaries dissection, pericardial effusion, infection and perforation. It was also noted that there were left ventricular lead dislodgments and lead perforations. The status of the devices and leads is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Multiple device manufacturers were reported in the journal article however a 1:1 correlation could not be determined. Referenced article: left ventricular reverse remodeling, device related adverse events, and long-term outcome after cardiac resynchronization therapy in the elderly. Circ. Cardiovasc. Qual. Outcomes. 2014;7(3):437-444. (B)(4).